Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the last basal delivery was on (B)(6) 2013, information from the reported event date of (B)(6) 2013 is overwritten in the black box, no activity outside of normal use is observed. There were no 1u bolus, but there is a 2.75u bolus recorded on (B)(6) 2013. The basal history shows 0u basal grogram from (B)(6) 2013 to (B)(6) 2013. The pump was manually suspended for one hour on (B)(6) 2013 and for three hours on (B)(6) 2013. The total daily dose adds up and equals the programmed basal target. The pump powers ¿on¿ and displays verify screen. The keypad is undamaged and fully responsive. The unit was primed and exercised for 24 hours, no delivery interruption or any alarms occurred during the duration test. The unit passed a delivery accuracy test. The device performs within specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging she had low blood glucose reading of 35 mg/dl and required hcp medical intervention while on insulin pump therapy. She indicated that she cannot read the meter, had allegedly received a blood glucose reading of 248 mg/dl, and took insulin accordingly with the subject pump. Her blood glucose reading subsequently was lowered to 55 mg/dl while she had symptoms described as ¿felt funny, started slurring, stumbling and repeated her words.¿ the patient was treated with a candy bar and tested again at 35 mg/dl. At this point, the patient was feeling dizzy and confused. She vomited all over the office. Upon the arrival of the emt, the patient was tested at 17 mg/dl. The patient was treated with glucagon, raising her blood glucose to 35 mg/dl. In addition, the patient was treated with antibiotics for her pre-existing condition. During troubleshooting, there is no evidence of a product malfunction. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. This complaint is being reported because the patient had unexplained low blood glucose and required medical intervention for hypoglycemia while on insulin pump therapy. Animas could not rule out use error and intentional misuse. Hence, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.